Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron lx 20 clinical chemistry system displayed cartridge chemistry "cuvette not dry" error and that reagent probe b was leaking. The customer reported that they will repeat samples that were run on the analyzer prior to the leak. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the level sense bead and ran alignments on probe b. The fse found cracked tubing on vacuum probe 4 at the cuvette wash manifold assembly. The fse replaced the tubing. The fse verified the repairs were performed per established procedures. The fse found calibration and quality control performed with no further errors.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).